Manufacturer narrative:
Of the two devices, two lot numbers were provided, and lot history reviews were performed. Of the two reported malfunctions, devices were not returned for evaluation. For the reported two malfunctions, the investigation is inconclusive for material rupture. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model u4150330rx pta dilatation catheter allegedly experienced material rupture. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The (B)(6) year old male patient weight was not provided. The age, weight, and gender were not provided for another patient.